Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a field representative presented for this left ventricular (lv) lead revision. The existing cardiac resynchronization therapy defibrillator (crt-d) was interrogated and the field representative found the lv lead was programmed off. When programmed on, initial programming showed the lv had high thresholds, loss of capture and high out of range pace impedances of greater than 2500 ohms. The field representative reprogrammed the crt-d and lv lead to another vector and capture was stable. At this time, the products remain in service and there is no revision expected. It is unknown when the lv lead was previously programmed off as a field representative was not present, but it was suspected to have occurred due to the observations. No adverse patient effects were reported.